Event description:
The customer reported via phone call that they had a bolus anomaly. Customer stated there were unprogrammed boluses in their bolus history. Customer stated the bolus anomaly began on 02/19/2015. The customer's blood glucose was unknown. It was also found the insulin pump would alarm, but no alarms were present on the insulin pump's screen. The customer also reported a hospitalization event where their blood glucose declined to 30 mg/dl. Customer also reported they were frequently fainting. The customer was disconnected from the call before further information was collected. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.